Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(6). (B)(4).

Event description:
It is reported that after deployment of the stent, a residual stenosis was present. While pulling the system back, the tip hooked in a stent strut and the physician was not able to remove the system. Multiple trials of dilatation with several balloon devices. The successful balloon ruptured and he decided to pull harder and the tip broke off. After consultation of the vascular surgeon, they decided to leave the tip in the stent, because this is the situation as it was before. The patient goes now to bypass surgery. Evaluation summary: the everflex+ self-expanding peripheral stent system was returned. The stent delivery system, (sds) exhibited contact with a sanguine environment: dry sanguine material in and on the device. The sds was returned in two parts: the proximal paddle with inner shaft; and the distal paddle with outer sleeve. The retainer, distal shaft and distal tip were not returned. The returned length of the proximal paddle and inner shaft is approximately 112cm. The distal end of spline material exhibits rotational twist with longitudinal accordion buckling and necking, this is indicative that the device experience net forces greater than design. A 10cc water filled syringe was attached to the proximal luer lock and the center lumen was flushed: sanguine tinted liquid was observed exiting the distal end. The device was soaked and wiped down to allow for further examination. A kink was noted just distal to the stainless steel hypotube, the kink may have happened post-procedural given the return packaging. All components of the distal paddle and outer sheath were accounted for. A 0.035in guidewire was loaded through the proximal hub luer lock: resistance was met at the kink but by adjusting the position of center lumen the guidewire was able to pass. Additional resistance was met when the guidewire reached the last 15mm of the center lumen, but with the application of additional force the guidewire was able to pass. Please note that this device everflex+ is not marketed in the united states; however, it is similar to the united states marketed device protégé everflex. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.